Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in pacing lead impedance measurements over time along with low r-wave amplitude and high threshold measurements. Four years later the impedance measurements continued to increase. A revision procedure was performed where the pacemaker was explanted and the rv lead was surgically abandoned. The pacemaker will not be returned at this time as the hospital retained the device. No additional adverse patient effects were reported.